Manufacturer narrative:
Concomitant medical products: product ID 37714, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator; product ID 37746, serial# (B)(4), product type: programmer, patient; product ID 37754, serial# (B)(4), product type: recharger; product ID 37746, serial# (B)(4), product type: programmer, patient; product ID 37746, serial# (B)(4), product type: programmer, patient; product ID 37746, serial# (B)(4), product type: programmer, patient; product ID 37714, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: lead; serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2014, product type: lead, unknown. (B)(4).

Event description:
It was reported the patient experienced a shocking/jolting sensation. It was reported the leads were replaced a week ago. One lead was reportedly fractured and was zapping her. The other lead was reportedly dead. This reportedly happened in (B)(6) 2013, two months after new implants were put in (B)(6) 2013. The patient was in pain secondary to shocking. Additional information received reported the cause of the cause of the issue was unknown. It was reported on (B)(6) 2014 the patient had a bilateral lumbar subcutaneous lead replacement and was doing well post-op.